Manufacturer narrative:
Additional information: e1, e2, e3, g2 - healthcare provider information added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with noise that led to brief mode switching. The mode switching was infrequent and no changes were made. The patient was stable.